Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a leg angiogram possible intervention using a flexor ansel guiding sheath, the sheath broke leaving a portion of the sheath inside the patient¿s body. During the procedure, a 5fr short sheath was exchanged, over a stiff wire for the 6fr 45 anl0. There was much difficulty tracing the sheath over the bifurcation as the patient has an endologics aorto iliac endo graft. After the sheath was placed, the procedure was continued. At the end of the procedure the stiff wire in and the dilator were placed in to the 6fr anl0 to remove the sheath. Due to the fragment left behind, a balloon expandable bare metal stent was needed to push the stent to the side. The patient is in need of a bypass procedure in the near future, so the fragment will be retrieved at that time. It was reported that the patient is recovering well.

Manufacturer narrative:
Investigation - evaluation : a review of complaint history, device history record, dimensional verification, specifications, documentation, manufacturing instructions, drawing, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. One used flexor ansel guiding sheath was returned for evaluation. The sheath was damaged and the distal end was missing. The coil wire was exposed; a separate coil wire was returned. A .038 in dilator was received inserted into the sheath. The separated coil wire was 13.1 cm in length. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: warning: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precaution: "standard techniques for placement of vascular access sheaths should be employed." "Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Instructions for use: "insert dilator/sheath combination over wire guide." "Withdraw the sheath and dilator as a unit." Based on the provided information and results of the investigation, the most likely root cause may be related to the patient's pre-existing condition (aortoiliac endograft) which caused the sheath to become stuck. Measures have been initiated to address this failure mode. Monitoring for similar complaints will continue.